Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced discomfort due to ipg migration. It was also reported that the ipg pocket site was not healing. The patient underwent a revision procedure wherein the ipg was sutured into place and was doing well postoperatively.